Manufacturer narrative:
For the last calibration performed on 09-jul-2019, the calibration signals are acceptable. Quality controls were within range on the day of the event. The sample centrifugation speed was not appropriate for the tube type. Upon review of the alarm trace, a sample short alarm occurred at the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. No units of measure were provided for the troponin t test. The sample was aliquoted from the original serum tube and tested, resulting with a troponin t value of 45.82. This value was reported outside of the laboratory to the doctor. The serum aliquot was repeated on the same analyzer, resulting with a value of 13.28. The plasma tube from the same sample collection was then aliquoted and the aliquot was centrifuged. The plasma aliquot was then tested on the same analyzer, resulting with a troponin t value of 14.66. An amended report was issued for this value. The serum aliquot was repeated three times on a different analyzer, resulting with values of 14.27, 13.91, and 14.04. The troponin t reagent lot number was 345852.